Manufacturer narrative:
This report is being filed to provide additional information. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed: 1) pallor and sweating begin, with the skin turning cold; 2) the pulse slows strikingly; 3) the blood pressure decreases; 4) nausea root cause: based on the clinical findings, the customer acknowledged that the patient's blood pressure was low even before the commencement of the procedure. The patient was asymptomatic during the procedure but the attending physician decided to prescribe a saline bolus as a precaution.

Event description:
Patient's full identifier: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer was performing a continuous mononuclear cell (cmnc) collection procedure and called to inquire about giving a saline bolus to a patient for low blood pressure of 77/43 mmhg. Per the customer, the patient had low blood pressure at the start of the procedure. The patient is asymptomatic and reported in stable condition. Patient identifier, age, and weight are not available at this time. The cmnc collection set is not available for return because it was discarded by the customer.